Manufacturer narrative:
H3, h6) the returned frame was not recognized and would not track when connected to a known good system. The frame also did not display a lighted status on the tiu indicating a likely open in the cable. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the small active cranial frame disconnection was confirmed during inspection. The most likely cause of the disconnection was due to deterioration over time. There was no patient involvement.